Event description:
Couldn't get ventilator tubing off tracheostomy, had to pry off. When reconnecting ventilator tube, couldn't connect tube. Had to do emergency tube change. When tube examined plastic outer part stuck in vent tubing.